Event description:
It was reported that an error code occurred on an external pulse generator. Technical services explained reasons why the error code may have occurred and had customer remove the battery to reset the external pulse generator. The error could not be duplicated. The device was restored to service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).